Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker exhibited premature battery depletion. The device longevity a year ago was about 9.5 years remaining. More recently, however, the device longevity was about 1.5 years remaining. The pacing rate was 75 percent, and the output setting was 2.5 v. There was no excessive fluctuation in lead impedance. Engineering analysis was performed, and it was determined the power consumption of this device has been increasing over the past year, and the power consumption is expected to continue to increase. Device replacement was recommended. The patient is scheduled for a follow-up visit next month. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed because this device was returned and analyzed.